Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a seal issue during a laparoscopic hepatectomy. The device end tone was heard and there was evidence of energy delivery but the doctor noticed the device did not seal properly. A new device was used to successfully complete the procedure. There was no injury to the patient. The doctor indicated that the issue may not have been the device as the patient was confirmed to have been on aspirin at the time of the procedure.